Event description:
It was reported that while inserting a 12mm plate, a ring unseated from the plate. Plate was removed and replaced. Patient outcome: no adverse effect reported as a result of this event.

Event description:
Caller tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6). (B) (4).